Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui, rectocele and enterocele. It was reported that patient underwent excision of midureteral sling and urethrolysis on (B)(6) 2015, due to obstructed urination, history of midureteral sling x2, and chronic uti. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced urinary frequency, urine burning, dysuria, bladder spasm, pelvic pressure, cystitis, and incomplete bladder emptying. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.